Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced itchiness at the ipg site and slow healing post-implant. An allergy test yielded positive results for parylene and titanium grade 1 and 23. No further intervention is planned at this time.